Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). The product will not be returning to zimmer biomet for the investigation as the attorney did not approve of the return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Event was initially reported on MDR 0001822565-2021-00382. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 00259.

Event description:
It was reported that a patient sustained a fall approximately 18 years post implantation causing a periprosthetic fracture that was treated in a non-operative fashion. The patient reports continuing to experience hip pain, weakness and numbness in left leg and inability to flex the left hip. The patient underwent a revision surgery approximately 1.5 years later where osteolysis, pseudotumors, metallosis, and blackish fluid were found. The patient continues to be monitored for elevated cobalt chromium levels and suffering from pain. Attempts have been made and additional information on the reported event is unavailable at this time.